Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with the first two proximal struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found a hypotube kink 20 cm distal to the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
Reportable based on the analysis completed on (B)(6) 2019. It was reported that advancing difficulties were encountered. Vascular access was obtained via the right radial artery. The 90% stenosed, 15mmx3mm, concentric, de novo target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca) with a >90 degrees bend. After a 7f jr guide catheter was engaged and a non-bsc guide wire was placed, pre-dilation was perfomed with a 2.5x12mm maverick balloon catheter. A 3.00x20mm synergy drug-eluting stent was advanced to but could not track the lesion. The procedure was completed with a 3x20mm synergy stent. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.